Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient's battery is not working any longer. Further information reported that the patient stated they have seen the managing hcp who told them the battery was depleted and it would need to be replaced. No symptoms reported. (B)(6) 2019 additional information was received from patient. They reported they first noticed the battery being depleted in (B)(6) 2018. No cause was noted. The action taken for resolution is surgery. No further complications were reported or anticipated.